Event description:
It was reported that the device was implanted in 2000. Post-op, the patient had osteolysis in the tibial screw area. A revision surgery occurred in 2007.

Manufacturer narrative:
No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.